Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hardware error message on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient to reset the device on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the customer complaint. The receiver data log was downloaded and hardware errors were found. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a defective component in the receiver's printed circuit board.